Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The alleged defective sample is not available for evaluation by the site. Without the defective wrap for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Batch m71953 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Visual inspection of retain sample included the inspection of two cartons, six pouches and the wraps inside the pouches. There were no obvious defects observed in the retain samples. There were no heat cell pack leaks or damage to cell packs. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. This batch has been reviewed from a manufacturing and technical perspective. There are no known site investigations associated with this batch that would affect a heat cell leaking.

Event description:
Event verbatim [preferred term] one of the wraps was already used and was hard as a rock/cells were also broken in half inside of the wrap [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number m71953, expiration date sep2018) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported one of the wraps was already used and was hard as a rock (product is normally squishy). The cells were also broken in half inside of the wrap. She clarified this as the heat cells were "split" when she touched the wrap. The patient has discarded the heatwrap. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). The alleged defective sample is not available for evaluation by the site. Without the defective wrap for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Batch m71953 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Visual inspection of retain sample included the inspection of two cartons, six pouches and the wraps inside the pouches. There were no obvious defects observed in the retain samples. There were no heat cell pack leaks or damage to cell packs. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. This batch has been reviewed from a manufacturing and technical perspective. There are no known site investigations associated with this batch that would affect a heat cell leaking. Additional information received from product quality complaints group included severity of harm was s3. No follow-up attempts needed. No further information expected. Company clinical evaluation comment: based on the available information, the patient reported one of the wraps was already used and was hard as a rock/cells were also broken in half inside of the wrap. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. Device malfunction has not been identified. A trend does not exist for this batch. No further investigations or actions is suggested at this time. Follow up (04nov2019): new information received from a product quality complaints group included severity harm assessment., comment: based on the available information, the patient reported one of the wraps was already used and was hard as a rock/cells were also broken in half inside of the wrap. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. Device malfunction has not been identified. A trend does not exist for this batch. No further investigations or actions is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The alleged defective sample is not available for evaluation by the site. Without the defective wrap for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Batch m71953 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Visual inspection of retain sample included the inspection of two cartons, six pouches and the wraps inside the pouches. There were no obvious defects observed in the retain samples. There were no heat cell pack leaks or damage to cell packs. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. This batch has been reviewed from a manufacturing and technical perspective. There are no known site investigations associated with this batch that would affect a heat cell leaking.

Event description:
This is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number m71953, expiration date sep2018) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported one of the wraps was already used and was hard as a rock (product is normally squishy). The cells were also broken in half inside of the wrap. She clarified this as the heat cells were "split" when she touched the wrap. The patient has discarded the heatwrap. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). The alleged defective sample is not available for evaluation by the site. Without the defective wrap for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Batch m71953 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Visual inspection of retain sample included the inspection of two cartons, six pouches and the wraps inside the pouches. There were no obvious defects observed in the retain samples. There were no heat cell pack leaks or damage to cell packs. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. This batch has been reviewed from a manufacturing and technical perspective. There are no known site investigations associated with this batch that would affect a heat cell leaking. No follow-up attempts needed. No further information expected. Company clinical evaluation comment: based on the available information, the patient reported one of the wraps was already used and was hard as a rock/cells were also broken in half inside of the wrap. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. Device malfunction has not been identified. A trend does not exist for this batch. No further investigations or actions is suggested at this time., comment: based on the available information, the patient reported one of the wraps was already used and was hard as a rock/cells were also broken in half inside of the wrap. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. Device malfunction has not been identified. A trend does not exist for this batch. No further investigations or actions is suggested at this time.